Event description:
Note: this report pertains to the second of three malfunctions occurring in the same event. According to the complainant, during this second hemostasis attempt with the resolution hemostasis device, "the clip would not advance through the working channel of the scope." This device was withdrawn from the patient and a third resolution hemostasis device was attempted. The physician stated that the patient's bleeding was "prolonged 5 to 10 minutes" and the procedure was "successfully completed with medical treatment." Details regarding the medication(s) which were administered were not supplied to boston scientific. No patient complications were reported; however, the patient was reported to be "tired."

Manufacturer narrative:
The suspect device has been disposed by the complainant; therefore, a device evaluation will not be performed. The relationship between the device and the event is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database was conducted; five additional complaints have been recorded for the same lot as the suspect device. The june 2007 15-month resolution clipping device product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated medwatch reports 6000048-2007-00256 & 6000048-2007-00260.